Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 497 mg/dl. The customer treated high blood glucose level with a manual injection. The customer declined to troubleshoot for high readings. The customer did not provide further information. Insulin pump will not be returned for analysis.